Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving high-voltage therapy. Upon interrogation, it was discovered that either the right ventricular lead or the implantable cardioverter defibrillator exhibited noise that resulted in inappropriate therapy. The lead was capped, the pulse generator was removed, and both were replaced on (B)(6) 2018. The patient was discharged post-procedure.